Event description:
A customer complaint was received indicating concern about the fact that they were unable to view sample results in the gem 4000 instrument, although they obtained a printed copy of the pt sample report. The customer also stated that the instrument gave an "air in the sample message". There was no adverse event or change in patient treatment based on this incident.

Manufacturer narrative:
An internal il review of the returned cartridge files from the customer's gem premier 4000 instrument indicated that a sample was aborted by the instrument due to air being detected within the sample, and therefore, the sample was not recorded in the instrument database. However, the sample results were still sent to the lis and were printed out. This issue was identified as a software defect. Il is further investigating this incident and evaluating the associated risk. Based on the outcome of the risk assessment, il will take the necessary regulatory actions as appropriate.